Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt alerts) has been confirmed. Upon investigation the monitor unable to recognize ecgs or therapy electrodes. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. Additionally, the connector was loose in the j1001 conntector of the ca board. The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was experiencing check belt alerts.